Event description:
It was reported that the patient had a shocking or jolting sensation. The device shocked the patient and they could be sitting there and the device shocked them. The jolt went all the way down their left leg and they got a sensation they described as a ¿pac man munching sensation¿ or little jolts. The shocking or jolting happened when the device was turned off. The patient¿s stimulation was off 99 percent of the time and they hadn¿t had any falls or trauma. While the shocking occurred the patient was in the hospital being treated for pneumonia. The patient didn¿t have any medical tests like an MRI and their stimulator was off at the time. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# va0jvt6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report #(B)(4). Additional information indicated the correct manufacturing site was site (B)(4).

Event description:
Additional information received reported that the device shocked the patient ¿a couple times,¿ once down the leg on one day and the other time it ¿stayed in her buttocks and sort of like a biting zip zip.¿ the shocking reportedly stopped; the device did not do it all the time.